Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified right coronary artery. Pre-dilatation was performed with an unknown balloon catheter. A 2.75 x 12 mm xience v stent delivery system (sds) was being advanced to the lesion; however, it could not cross. When removing the sds, the guiding catheter dislodged from its position and was sitting in the aorta. The physician continued to pull the sds into the guiding catheter and the stent caught on the tip of the guiding catheter and dislodged from the sds. The stent was removed from the anatomy with a snare device. A non-abbott stent was successfully deployed to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.